Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The field service representative provided additional training to the user and how to properly occlude the roller pumps. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), during a scheduled call, the roller pump was release tested, successfully passing the pump jam/overcurrent release test procedure. It was determined that there was no belt slip. It was discovered that the roller pump slowed down before stopping, indicating that it was attempting to work through a pump jam. The roller pump was functioning and the end user indicated the pump might have been over occluded. The unit operated to the manufacturer's specifications.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump stopped and displayed a 'belt slip' message. As a result, the occlusion was readjusted and the tubing repositioned. The roller pump operated without issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.